Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif), percutaneous pedicle screw (pps) surgery at l3/4/5 due to the set screw was loosened. It was mentioned that initial surgery was performed on (B)(6) 2020. Hence on (B)(6) 2020, a revision surgery was performed in which the loosened set screw was replaced. There were no further patient symptoms or complications reported as a result of this event.